Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured vertically at 6atm. The device was removed without any problem using the normal method and the procedure was completed. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - (B)(6).